Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy (crt-d) defibrillator, which is part of the advisory issued on this model device, reported hearing beeping tones emitting from the device. Upon further interrogation, the device displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.